Event description:
The customer's mother reported via phone call that the insulin pump rewound itself. The mother also reported the insulin pump did not go all the way back during the rewind sequence, prompting the mother to rewind the insulin pump again. Customer's blood glucose was 239 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.